Event description:
It was reported to boston scientific corporation that a resolution clip device was to be used post polypectomy during a colonoscopy performed on (B)(6) 2012. According to the complainant, during the procedure, the resolution clip device was advanced to the target tissue, and then the clip was locked and deployed; however, the clip assembly failed to release from the delivery catheter. The clip was pulled from the tissue, and then the device was withdrawn from the patient. The case was completed using another resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The exact patient age is unknown however; it hs been reported that the patient is over 18. (B)(4). Clip failed to release from catheter. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.